Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began about 8 months prior to contacting lfs. The patient manages their diabetes with insulin (no adjustments) and stated they reduced their dose of humulin insulin in response to the alleged meter issue. The patient reported developing symptoms of ¿dizziness, blurry vision¿ 2 weeks after the alleged meter issue began. The patient denied receiving any medical intervention in response to the symptoms. At the time of troubleshooting, the csr noted there was no misuse of the product and the subject meter would not power on manually when the power button was pressed. The csr documented that the batteries needed replacing and educated the patient on battery replacement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.